Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The reporter indicated the lens had a refractive surprise and the plan is to explant and exchange the lens. The lens remains implanted.

Manufacturer narrative:
The lens was explanted and exchanged for another lens on (B)(6) 2016. The problem was resolved. Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found lens was within specification. Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. The report source is from distributor, not user facility. (B)(4).